Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system was not accurate by a few mm. There was no patient impact reported. Surgery proceeded as planned.

Manufacturer narrative:
There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Patient ID, age and gender have been provided.